Event description:
It was reported that during intra-operative cage expansion a tritanium tl inserter would not hold pressure to expand the implant and began to leak during use. There were no adverse consequences to the patient and the procedure was completed successfully with a 10 minute surgical delay.

Manufacturer narrative:
Stryker initiated a voluntary recall on 17 march 2021 and an urgent medical device recall letter was sent to the affected customers notifying them of the product issue and associated risks and providing instructions pertaining to the removal and return of the product to stryker.

Manufacturer narrative:
Complaint history was reviewed and there are no similar complaints for this lot number. The inserter was returned for evaluation and inspected visually, functionally, and dimensionally. The inserter was tested with two pressure gauges and it was unable to pressurize the system. Leakage was noticed from the area where the inserter mates with the pressure gauge. Destructive dimensional analysis was performed and the diameter of the inserter bore feature, where the pressure gauge mates with the inserter, was observed to be out of specification. Inserters in inventory were functionally tested and none resulted in the reported failure mode. It was concluded that the cause of the reported event was an out of specification bore diameter in the inserter. A non-conformance was initiated to investigate the root cause associated with this failure mode.

Event description:
It was reported that during intra-operative cage expansion a tritanium tl inserter would not hold pressure to expand the implant and began to leak during use. There were no adverse consequences to the patient and the procedure was completed successfully with a 10 minute surgical delay.